Manufacturer narrative:
The correct age of the patient was confirmed.

Manufacturer narrative:
The patient is either (B)(6). Clarification on the correct age has been requested. This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for ise indirect na for gen.2 on a cobas 4000 c (311) stand alone system. The initial na result was 154 mmol/l. The repeat result was 146 mmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and identified a covered valve. After cleaning and uncovering the valve, the instrument worked correctly. Based on the information provided, the investigation was unable to determine a definitive root cause.